Manufacturer narrative:
Approximate age of device- 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Received log files from (B)(6) medical center ((B)(6)) for a patient from (B)(6) who was brought in by emergency medical services (ems) to (B)(6) medical center with low flow alarms and was pronounced dead. It was noted that an autopsy was performed although cause of death not provided. It was reported that the patient had a biopsy done. Biopsy site and reason for biopsy was not provided. Log file analysis noted that the patient's flows started to drop to zero on (B)(6) 2019 at 16:42. The patient had low flow software upgrade done to v1.5.2 in the past. Based on log file review, the patient's passing does not look to be due to the device. (B)(6) medical center reported that the controller will be returned for investigation but not able to retrieve the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed the reported low flow alarms as well as events consistent with some material such as thrombus being ingested into the pump. However, a specific cause for the reported patient outcome as well as a direct correlation with the device could not be conclusively determined through this evaluation. Review of the submitted controller periodic log file showed that from the beginning of recorded data on 27jun2019 through timestamp 07jul2019 2:30 am, calculated average flow remained overall stable in the range of 3.1-5.3 lpm. During this time frame, motor power and pump temperature remained stable in the ranges of 3.9-4.5 watts and 47-48 degrees celsius, respectively. No alarms or any atypical controller or lvad faults were captured during this time. Review of the submitted controller event log file showed that from the beginning of the log file at 07jul2019 2:34 pm through timestamp 07jul2019 3:19 pm, calculated average flow ranged from 1.8-3.8 lpm. Multiple low flow controller fault flags were captured throughout this time frame when flow was calculated just below the low flow hazard threshold of 2.0 lpm; however, only five low flow events lasted longer than 10 seconds to result in intermittent transient low flow hazard alarms. On 07jul2019 between timestamps 3:20 pm-4:39 pm, more frequent low flow hazard alarms were captured with calculated flows dropping as low as 1.2 lpm. However, a couple minutes later at 4:42 pm, calculated flow values suddenly increased up to 8.3 lpm, which were associated with elevations in motor power up to values above 5.5 watts as well as an active motor instability lvad fault flag. Motor power and calculated average flow subsequently reduced a few seconds later, at times reducing as low as 0 lpm, resulting in active low flow faults and alarms. However, at 5:28 pm, calculated flow values suddenly increased again up to 6.2 lpm, which were associated with elevations in motor power up to values above 5 watts as well as active harmonic compensation lvad fault flags. Motor power and calculated average flow subsequently reduced a few seconds later, at times reducing as low as 0 lpm, resulting in active low flow faults and alarms. The low flow condition did not resolve and the driveline was ultimately disconnected from the system controller on 07jul2019 at 9:47 pm. Also of note, pump temperature remained stable in the range of 47-48 degrees celsius throughout the log until increasing to values above 50 degrees celsius (peaking at 56 degrees celsius) from 4:29 pm until the driveline was disconnected. Despite the low flow condition and atypical lvad faults, the actual motor speed remained at or above the low speed limit without issue while the driveline was connected to the controller. A specific cause for the low flow and rotor instability events captured in the log file data could not be conclusively determined through this evaluation as the device is not available for investigation; however, the log file data appeared consistent with thrombus being ingested into the pump. The heartmate 3 lvas IFU lists pump thrombosis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns: "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." Section 1 "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file to this event.